Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with two unspecified saline breast implants and experienced postoperative bilateral paresthesia and right-sided anisomastia. The patient has been experiencing burning sensations bilaterally since (B)(6) 2019. The patient states that the feeling on the right side is worse than the left side, and the size of the right breast has gone down. Mammogram and ultrasound were performed on (B)(6) 2020, and the results are still pending. The patient is scheduled to consult with a healthcare professional in (B)(6) 2020. The patient also states that she is not sure if the implanted devices are mentor breast implants, as she lost her implant card and related documents, and the healthcare professional who performed the implanting surgery is no longer in practice. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is being submitted out of caution. If additional information is received in the future, a supplemental report will be submitted. This report is for the right prosthesis.